Event description:
The device reported on homemonitoring to have reached eri in 2008. When rep attempted to interrogate the device he was unable to obtain telemetry and therefore unable to interrogate. The device was explanted and replaced with a biotronik lumax 340 dr-t in the same month.